Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed the defib portion of the ''opcheck''. There was no patient involvement.